Event description:
Reporter alleged obtaining a discrepant blood glucose result of 382 mg/dl back to back with a result of 160 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that within 5 minutes of the 160 mg/dl result, she obtained another result of 128 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.